Event description:
It was reported that the patient presented for an implant procedure. Interrogation of the pulse generator next day noted that the right atrial (ra) lead had dislodged and exhibited far-r oversensing. X-ray was performed which confirmed the lead dislodgement. The lead was explanted and replaced. The patient was stable throughout the procedure.